Manufacturer narrative:
We have contacted customer to obtain further information on the lot number used. Without a lot number available we can not complete a device history record review we have reviewed our current manufacturing processes and no issues were observed. No product returned for evaluation.

Event description:
Dr. (B)(6) reported that in the past 12-18 months he has seen a few shallow chambers. This was never a problem for him in the past. In a few cases, he had to inject viscoelastic. This has happened in about (B)(4)% of cases. During that time, he has also changed his tube insertion technique to tunnel further from the limbus. He also uses mmc. He has not explanted any of the shallow chambers associated devices.